Manufacturer narrative:
(B)(4).

Event description:
It was reported that the fiber optic sensor (fos) failed. The pump does not recognize the fiber. Additional information received from lisa rich from the cath lab. The intra-aortic balloon (iab) was inserted in the patient and the fiber optic sensor (fos) signal was lost. "Iab not recognized" therefore the iab was exchanged. No consequence to the patient. There was no report of patient death, serious injury or complications.

Manufacturer narrative:
(B)(4). Teleflex did not receive the product for investigation therefore the reported complaint of iab fos signal lost is not able to be confirmed. The root cause of the complaint is undetermined. The specific serial number/lot number was not reported, but a device history record (DHR) review was conducted for the lot numbers shipped to this account with no relevant findings. All devices passed manufacturing specifications prior to release. The reported complaint will be monitored for any developing trends. No further action required at this time.

Event description:
It was reported that the fiber optic sensor (fos) failed. The pump does not recognize the fiber. Additional information received from lisa rich from the cath lab. The intra-aortic balloon (iab) was inserted in the patient and the fiber optic sensor (fos) signal was lost. "Iab not recognized" therefore the iab was exchanged. No consequence to the patient. There was no report of patient death, serious injury or complications.